Event description:
Note: date of event is unknown. It was reported to boston scientific corp on july 31, 2008 that a percuflex stent was used for a ureteroscopy on pt (age, gender and weight unk). According to the complainant, "the stent [was] implanted past the expiration date". It is unk at this time when the device will be removed. No pt complications were reported as a result of this event.

Manufacturer narrative:
The lot number was not provided by the user facility, therefore, expiration and mfg dates are unk.